Event description:
During the saphenous vein harvesting procedure, the scissors did not open or close on the harvesting cannula. No additional information was provided by the hospital. The hospital did not report any patient complications.